Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use ((IFU). No damage to the packaging or device components¿including the indicator window and bleed-back indicator¿was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). No damage to the packaging or device components including the indicator window and bleed-back indicator was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. One non-sterile 6f exoseal vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was received locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed because the device was received fully deployed. A high-magnification microscopic evaluation was conducted to assess the internal mechanism of the indicator window. During this analysis, no abnormal conditions were observed. Additionally, no air bubbles were identified under the indicator window. The reported event of "indicator window incorrect indication" was not observed through analysis of the returned device since the window was received in full transition, and the device was fully deployed. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in red/black/white. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use ((IFU). No damage to the packaging or device components¿including the indicator window and bleed-back indicator¿was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. The devices will be returned for evaluation.